Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump's vibrate function was not working properly. The customer also reported that she was not able to hear the insulin pump beeping. During troubleshooting, the customer confirmed that the device did not vibrate during the vibrate test. Blood glucose level at the time of the incident was not provided. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The audio worked properly. However, the insulin pump had no vibrator alarm due to a broken wire. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.